Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. On event date, the pt presented with recurrent disc herniation right side l4-l5. The investigator noted the event as moderate in intensity. MRI with contrast showed recurrent disc herniation right side l4-l5. Reoperation in 3/00 for laminectomy and discectomy with microdissection right l4-l5. Good outcome with reoperation. No obvious cause. The outcome of the event was resolved with treatment in 3/2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event is recurrent disc herniation which is known to occur with a 6% incidence in a lifetime.